Manufacturer narrative:
Information was received from a user facility who is not required to complete form 3500a. (B)(4). Evaluation summary: this failure is not the result of the device or packaging material. It appears to be surgical error. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that a left femoral component was implanted in the right knee of the patient. The patient was taken back to the operating room to have the correct device inserted.